Manufacturer narrative:
Method: a review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional gore device related to this event: (B)(4).

Event description:
On (B)(6) 2010, the pt was implanted with two gore tag thoracic endoprostheses to repair chronic aortic dissection with aneurysmal degeneration post-operative to a surgical procedure on (B)(6) 2010 to repair a 10 cm aortic arch aneurysm. Final arteriogram showed no evidence of a type-1 endoleak; however, there was a small type-2 endoleak most likely from the subclavian artery. Estimated blood loss was 100 ml. The pt tolerated the procedure well. On (B)(6) 2010, a reintervention occurred to repair a type-1 endoleak. The leak was resolved using balloon angioplasty no type-2 endoleak was present. Estimated blood loss was 200 ml. The pt tolerated the procedure well. No further complications have been reported.